Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR#: 2134265-2011-02339 and 2134265-2011-02340. It was reported that during a stenting treatment procedure, the patient had a myocardial infarction. Three taxus express 2 stents were implanted, causing a severe heart attack. No additional information was provided.